Event description:
It was reported to philips that the system's image disk was full, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular clinical procedure was being performed when the issue occurred. The procedure was completed by deleting previous cases from system. A philips field service engineer (fse) examined the system on-site checked the system and found the reported problem. Upon troubleshooting, fse found that the issues were caused by corrupted hard drives. To resolve the issue fse replaced both image drives in the ippc, recreated image store in psc. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.